Event description:
It was reported that during a robotic proctectomy procedure, the device worked okay for several clips and then the clips scissored. A new device was used to complete the procedure, there was no patient impact. Additional information: the rep indicated the surgeon has been using these devices for two years, but she has two physician assistants that perform all the firings. The pas are experienced users. The surgeon does fire a lot of clips, but recognizes not to clip over existing clips. She does bundle vessels, 3mm maybe 4mm prostatic pedicles. She takes bigger bites with clip appliers. Neither the surgeon nor the pa fires rapidly. If the clip is slightly off they sometimes remove it and dry fire it, then attempt to use it again. Possibility that the device was closed then removed from that portion of tissue and moved to a completely different area.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.